Manufacturer narrative:
B3. Actual event date is unknown. Reportedly, the device was explanted over a year ago. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection. The implant got infected due to a suprapubic tube placed in his bladder. The device was explanted over a year ago. The patient underwent replacement surgery now and had the device replaced with a tactra malleable implant. No further patient complications were reported.